Event description:
During a percutaneous coronary intervention procedure, the physician noted difficulty crossing a heavily calcified right coronary artery (rca). It was reported that a large degree of torquing and force were used in attempt to to cross the lesion. However, attempts were unsuccessful and upon removal of the device it was discovered that the stent was not on the balloon. Angiography revealed the stent was located in the coronary. The physician was able to snare device and advance it to the target lesion. A voyager balloon was advanced and the stent was deployed without complications. There was no pt injury.